Event description:
The user facility reported that the caviwave washer was leaking water, damaging ceiling tiles in the room below. No injuries were reported. No procedural delays or cancellations were reported.

Manufacturer narrative:
A steris field service technician inspected the unit, and found a loose hose connection at the facility's incoming hot water line, and leaks at the di water piping and console drain piping. The technician repaired all leaks, tested the unit, found it operational and returned it to service. The unit was installed in (B)(6) 2011, and is not under steris service contract. The caviwave sonic washer operator and maintenance manual states (pg. 4-4) "inspect unit for evidence of leaks. Have qualified service technician tighten plumbing as needed". This is to be executed on a monthly basis.